Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the lead was attempted but not used during the implant procedure due to fixation difficulty with the helix. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.